Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc advised the customer that a measurement error indicates the instrument detection system failed to generate a reading. Ccc advised the customer that siemens does not recommend reporting results with such an error code and diluting the sample to get a result. The < 0.075 ng/ml result should not have been reported. The customer was advised to send out the sample for alternate testing. There is no indication that the sample was tested by an alternate methodology. Analysis of the information provided indicates that the cause for the discordant, flagged troponin I result is unknown. No sample has been supplied for siemens evaluation. The instructions for use for the cardiac troponin I flex reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, flagged troponin I result (ctni) was obtained on a patient sample on the dimension vista 1500 system. The result was reported to the physician who questioned the result. The patient was transferred to an alternate facility on the basis of the discordant, flagged ctni result. There is no indication that treatment was otherwise prescribed or altered on the basis of the discordant, flagged ctni result. There was no report of adverse health consequences as a result of the discordant, flagged troponin I result.